Event description:
Received report from rep at neomedica. There was a split in the pump segment tubing on a first use arterial line in a combi set causing a bloodleak. The event occurred 1 hour into treatment. Est blood loss 150cc. No add'l pt ill effect. Sample is available. There was a possible problem with the machine which was checked out at the time of the event. Event happened in february and since then there have been no add'l incidents.